Event description:
I had no health issues or conditions prior to getting essure in (B)(6) 2004. I had an immediate adverse reaction to the coils. I was sick for 5 years with chronic inflammation, severe allergies to food and common chemicals and prolonged and intense fatigue. I have medical reports to substantiate elevated inflammation levels that diminished just a few months after removal. (B)(4).